Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of right lower extremity (rle) redness and pain. The patient was admitted with a diagnosis of septic shock. Upon admission, erythema was noted around the driveline site. During their admission, they required high doses of vasopressors, inotropic therapy, and switched from hemodialysis (hd) with end-stage renal disease (esrd) as an outpatient, to continuous venovenous hemodialysis (cvvhd). Their driveline culture was positive for proteus. They had a possible fungal infection noted upon their chest computed tomography (CT) scan. The family decided to make the patient "do not resuscitate" (dnr). It was reported that the patient passed away on (B)(6) 2025. The cause of death was multi system organ failure (msof) and was not considered device or therapy related. The device was not explanted.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), infection (local, driveline or pump pocket infection), sepsis, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was multi system organ failure (msof), and was not considered device or therapy related. The device was not explanted.